Event description:
A customer reported to baxter corporate product surveillance (cps) a 1000ml evacuated container in which the stopper became dislodged and fell into the bottle. The alleged defect occurred when the staff was attempting to spike the container with an unknown set. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow-up report will be submitted.